Event description:
On (B)(6) 2010, a company rep reported the pt experienced elevated blood glucose of 504 mg/dl. He stated, the pt's infusion set headset was moist and the "site was not all the way in the skin." On (B)(6) 2010, the pt reported she is using injection therapy. She stated, her physician is not aware of her elevated blood glucose and that she is not connected to the infusion device. She stated, she did not experience any insulin leakage and the infusion site was never dislodged. Troubleshooting did not reveal any product issues. She has an appointment with her physician. Upon follow up with the pt on (B)(6) 2010, she stated she would not be continuing infusion therapy. She stated, she is older and "it takes a lot more for me to get things going. I did not realize how hard I tried and how stressed I was until I went off the pump and got back on shots." The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.